Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed twenty other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "I placed a single lumen PICC for a patient to receive chemo. When she went to clinic for infusion her PICC started to leak from purple hub where the threading connects to the end cap. The patient came back to hospital this morning and the PICC continued to leak as described when flushing. Patient had to have PICC removed, and we replaced with a dual lumen PICC." Additional info. Received 03/16/2022 a detailed description of the event: leaking from purple hub threading connection what was infusion when the leak was discovered? Chemotherapy any patient symptoms related to fluid leak? No was the catheter removed? Yes was a new catheter placed? Yes what type of catheter securement was utilized? Statlock.

Event description:
It was reported by healthcare professional "I placed a single lumen PICC for a patient to receive chemo. When she went to clinic for infusion her PICC started to leak from purple hub where the threading connects to the end cap. The patient came back to hospital this morning and the PICC continued to leak as described when flushing. Patient had to have PICC removed, and we replaced with a dual lumen PICC." Additional info. Received 03/16/2022 1. A detailed description of the event: leaking from purple hub threading connection. 2. What was infusion when the leak was discovered? Chemotherapy. 3. Any patient symptoms related to fluid leak? No. 4. Was the catheter removed? Yes was a new catheter placed? Yes. 5. What type of catheter securement was utilized? Statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the lumen to be patent to infusion; however, during pressurization, leakage was observed at the junction between the purple luer adapter and the syringe. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the cap. Bd is working closely with manufacturing to prevent recurrence of the reported event.